Event description:
A us dist returned a (B)(6) monitor indicating that it would not power on.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the monitor would not power on. The cause of the inability to power on was a ram failure (components u100 and u101) on the c/a board sn (B)(4). The ram components had an intermittent bga connection, which was discovered during programming. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplement s039) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on 01/21/2013. No adverse event resulted from defective monitor.